Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One stiffening stylet, one 5 fr dual lumen powerpicc, and one 5 fr introducer sheath were returned for evaluation. An initial visual observation showed the majority of the stylet was unraveled and the distal tip of the stylet was missing. A microscopic observation revealed striations on the break surface of the core wire which was also observed to be angled and peaked. Striations were also observed on the break surface of the coiled wire. Striations were also observed on the break surface of the catheter at the 42 cm depth marker. The surface texture and shape of the breaks in the stylet are indicative of damage caused by a sharp instrument. The product IFU cautions: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of recn2116 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recn2116) have been reported from two (B)(6) facilities.

Event description:
It was reported that the coilwire of the removed stylet became unwound when the stylet was removed after the catheter was placed in the vessel as usual. There was no reported patient injury.